Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and observed an electrically leaky filter, designator fl11, on the analog pcb assembly. The amount of leakage (0 ua at ambient temperatures and 2 ua at 30 degrees celsius and 90% humidity) was insignificant and would not have caused the observed depletion of the device's hybrid layer capacitor (hlc) batteries. Long term testing of the device did not reveal any anomalies. The device was able to power on and defibrillate during testing. The cause of the depleted hlc batteries could not be determined.